Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported after the vascular sheath was clipped, the tip has split open. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer sheath is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer were returned for evaluation. Visual observation of the first photograph showed a microintroducer. The dilator was observed to be bent at the distal tip. The distal tip of the sheath was observed to be longitudinally split with some material deformation. No obvious use residue was observed on the sample in the photograph. Visual observation of the second photograph showed the same photograph as the first photograph with a red circle highlighting the sheath tip damage. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.